Event description:
It was reported the patient¿s stimulator was being replaced since it broke. The wires broke away from the box.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).